Event description:
It was reported that the patient received 3 inappropriate shocks and the patient believes that this is due to right ventricular lead dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.